Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 17-jun-2016: although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with quality defect, as well as, a batch investigation with respect similar ae cases are not applicable.. Company causality comment: this medically-confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during hsg, the proximal end of outer coils appeared separated on the right tube essure device. This non-serious event, seen as suspicion of device breakage, is unlisted in the reference safety information for essure. However, according to product technical complaint analysis the possibility of the catheter micro insert, or introducer breaking is an anticipated event. Although the circumstances of this breakage were not provided, considering its nature, causality with suspect insert cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) lot number b71761 inserted on (B)(6) 2015. Patient had hysterosalpingogram (hsg) on (B)(6) 2015. The report revealed the coils looked like they were in the right location and had occlusion. It also noted that possible proximal end of outer coils appeared separated on the right tube essure device. Essure was ongoing. Company causality comment: this medically-confirmed and spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and during hsg, the proximal end of outer coils appeared separated on the right tube essure device. This non-serious event, seen as suspicion of device breakage, is unlisted in the reference safety information for essure. Although the circumstances of this breakage were not provided, considering its nature, causality with suspect insert cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information have been requested.

Manufacturer narrative:
Follow-up received on 01-mar-2016: follow-up attempts have been completed, with no response to date. Quality-safety evaluation of ptc received on 16-may-2016: ptc global number (B)(4) lot number: b71761. Production date: 10-sep-2013. Expiration date: 30-sep-2016. A hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter micro insert, or introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Company causality comment this medically-confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during hsg, the proximal end of outer coils appeared separated on the right tube essure device. This non-serious event, seen as suspicion of device breakage, is unlisted in the reference safety information for essure. However, according to product technical complaint analysis the possibility of the catheter micro insert, or introducer breaking is an anticipated event. Although the circumstances of this breakage were not provided, considering its nature, causality with suspect insert cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Further information could not be obtained, despite follow-up attempts.